Manufacturer narrative:
Further information surrounding the vent has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, it suddenly stopped ventilator was connected to a patient, it suddenly stopped ventilating with an alarm warning o "continuous high pressure". This was accompanied by an internal click from the ventilator. The ventilator restarted after 5 seconds and did the same thing a minute later. There was no compression of the ventilator tubing or airway obstruction in the patient. The ventilator was replaced and ventilation was resumed. There was no patient harm. (B)(4).